Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during an implant procedure; the right ventricular lead was placed, and the right ventricular apex was perforated. Pericardiocentesis was performed and implantation was completed. Patient was stable.

Manufacturer narrative:
Correction: ¿ the reporter first and last name should have been (B)(6).